Event description:
The handheld device was returned to the manufacturer for analysis. No hardware failures were identified during the analysis. It was identified that the handheld would not power on. The cause for the anomaly is associated with the battery latch being in the unlocked position. Once the latch was moved to the locked position, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was also performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld was used two hours prior and reportedly functioned properly. The physician was provided a new programming computer. The handheld is expected to be returned, but has not been received to date.